Event description:
It was reported that the device was explanted after 23.87 months for unknown reasons and another valve was implanted as a replacement. No further details were provided. Information was learned through (B)(4). The device will not be returned as it was discarded by the hospital.

Manufacturer narrative:
Customer letter was not requested. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformances related to this event. This was determined reportable per edwards lifesciences procedures. Method: device will not be returned as it was discarded by the hospital.